Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine (" migraines") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device.). Essure (ess205) was removed. At the time of the report, the pelvic pain, migraine and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, migraine and pelvic pain to be related to essure (ess205). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test(s)". The patient's medical history included loop electrosurgical excision procedure and cervical conization. Previously administered products included for an unreported indication: medroxyprogesterone and oral contraceptive. Concurrent conditions included metrorrhagia, abdominal pain, menses irregular with excessive bleeding, dysfunctional uterine bleeding, cervicitis, leiomyoma nos, adenomyosis, cervical dysplasia and colposcopy. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 7 years 2 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced migraine ("migraines"), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (abdominal hysterectomy with da vinci). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and metrorrhagia had resolved and the migraine, menstrual disorder, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: plaintiff mentioned that she did not have essure removed; however, it was mentioned in mr that she had abdominal hysterectomy with da vinci performed on (B)(6) 2013 received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: focal acute and chronic cervicitis. Scattered nabothian cysts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet revived, event metrorrhagia ,rcc comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test(s)". The patient's medical history included loop electrosurgical excision procedure and cervical conization. Previously administered products included for an unreported indication: medroxyprogesterone and oral contraceptive. Concurrent conditions included metrorrhagia, abdominal pain, menses irregular with excessive bleeding, dysfunctional uterine bleeding, cervicitis, leiomyoma nos, adenomyosis, cervical dysplasia and colposcopy. Concomitant products included nsaids since october 2015 and paracetamol (acetaminophen) since october 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 7 years 2 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced migraine ("migraines"), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (abdominal hysterectomy with da vinci). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: plaintiff mentioned that she did not have essure removed; however, it was mentioned in mr that she had abdominal hysterectomy with da vinci performed on november 12, 2013 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: focal acute and chronic cervicitis. Scattered nabothian cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- menorrhagia, dysmenorrhea and vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received. New events added from pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, depression, mental anguish, lower back pain, patient did not underwent essure confirmation test. Concomitant drugs and concomitant conditions were added. Reporters were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test(s)". The patient's medical history included loop electrosurgical excision procedure and cervical conization. Previously administered products included for an unreported indication: medroxyprogesterone and oral contraceptive. Concurrent conditions included metrorrhagia, abdominal pain, menses irregular with excessive bleeding, dysfunctional uterine bleeding, cervicitis, leiomyoma nos, adenomyosis, cervical dysplasia, and colposcopy. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 7 years 2 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced migraine ("migraines"), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (abdominal hysterectomy with da vinci). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, and metrorrhagia had resolved and the migraine, menstrual disorder, depression, anxiety, and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: plaintiff mentioned that she did not have essure removed; however, it was mentioned in mr that she had abdominal hysterectomy with (B)(6) performed on (B)(6) 2013. Received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: focal acute and chronic cervicitis. Scattered nabothian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device.). Essure (ess205) was removed. At the time of the report, the pelvic pain, migraine and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, migraine and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test(s)". The patient's medical history included loop electrosurgical excision procedure and cervical conization. Previously administered products included for an unreported indication: medroxyprogesterone and oral contraceptive. Concurrent conditions included metrorrhagia, abdominal pain, menses irregular with excessive bleeding, dysfunctional uterine bleeding, cervicitis, leiomyoma nos, adenomyosis, cervical dysplasia and colposcopy. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 7 years 2 months after insertion of essure (ess205). On (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced migraine ("migraines"), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (abdominal hysterectomy with da vinci). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and metrorrhagia had resolved and the migraine, menstrual disorder, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: plaintiff mentioned that she did not have essure removed; however, it was mentioned in mr that she had abdominal hysterectomy with da vinci performed on (B)(6) 2013 received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: focal acute and chronic cervicitis. Scattered nabothian cysts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet revived, event metrorrhagia ,rcc comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.